Event description:
It was reported that during normal follow up, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Patient was asymptomatic. Lead will be monitored via merlin.net. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.